Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice device during cycle 4 of 5 of peritoneal dialysis therapy, while the hp was connected. The reporter stated that the supplies were dry but there was a small pool of solution on the table. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the user, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.